Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. See h.10.

Event description:
It was reported that a an unknown bd optima had the injector separate and leakage during use. The following was reported by the initial reporter: "it was reported that rn noticed puddle on floor. Rn visualized injector, ejector, and clamshell all together on floor with a puddle of chemotherapy. Verbatim: rn visualized patient connected to chemeo in am shift change around 7:08. When rn assessed patient again for morning medications around 9am rn noticed puddle on floor. Rn visualized injector, ejector, and clamshell all together on floor with a puddle of chemotherapy. Per policy chemo spill was contained, pt showered after event (just in case anything was spilled on her although patient denied anything on her). Pt stated noticing "drops" of a liquid when she stood up to use bathroom in am after rn shift change. Pt states thinking the disconnection happened then."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a an unknown bd optima had the injector separate and leakage during use. The following was reported by the initial reporter: "it was reported that rn noticed puddle on floor. Rn visualized injector, ejector, and clamshell all together on floor with a puddle of chemotherapy.   Rn visualized patient connected to chemeo in am shift change around 7:08. When rn assessed patient again for morning medications around 9am rn noticed puddle on floor. Rn visualized injector, ejector, and clamshell all together on floor with a puddle of chemotherapy. Per policy chemo spill was contained, pt showered after event (just in case anything was spilled on her although patient denied anything on her). Pt stated noticing "drops" of a liquid when she stood up to use bathroom in am after rn shift change. Pt states thinking the disconnection happened then."